Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the colonovideoscope had foreign objects on the adhesive around objective lens, the light guide lens, the plastic distal end cover, the bending section cover and the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: d8, h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the adhesive around the objective lens, the light guide lens, the plastic distal end cover, the bending section cover, and the nozzle; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. The customer reported no deviation from the information for use (IFU) in reprocessing steps for the area where foreign material remained, and no physical damage of the device was confirmed where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.